Manufacturer narrative:
Title: a preliminary report on the effectiveness of nanotechnology anti-microbial spray dressing in preventing tenckhoff catheter exit-site infection source pdi, volume 34, 2014 (670-673) article number: 6. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to the literature source of study performed (september 2014), there was 1 patient in the comparison group who reported damage to the catheter, having a small crack near the distal part of the tc as confirmed by the physician of the study unit.